Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The fiber was discarded, and a physical evaluation was unable to be performed. Based on the results of the investigation, the final root cause of the dirty and broken fiber was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic procedure, fiber broke off and dirty. The wireless footpedal cannot use. According to the report, the intended procedure was completed using not the same device. The device used to complete the procedure was not provided. There was no patient harm, no impact reported due to the event. No user injury was reported. In a follow up communication, the subject fiber was not returning for evaluation as it was discarded. In addition, it was reported the console (laser system) and footswitch will not be returned, as "they are in good condition. An olympus service technician went onsite and performed an inspection which passed".

Manufacturer narrative:
The subject device was not returned for evaluation. The device was discarded by the facility. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.